Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 120 mg/dl and 70 mg/dl. Customer was feeling symptoms of hypoglycemia (shakiness, sweating) with the readings. Customer self-treated with a soda and ate some cereal. She felt better within 15 minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.